Event description:
It was reported that an ilet user experienced hyperglycemia with a sensor glucose of 380 mg/dl, and insulin delivery had stopped earlier per the device report; a fill cannula alert was present and delivery was subsequently resumed, followed by a fill tubing procedure to confirm insulin flow, after which the glucose began trending down. Symptoms included high blood glucose. Outcomes included user guidance on troubleshooting and education, with glucose decreasing after restoration of insulin delivery. Investigation included review of alarm history and performance of device-guided procedures to restore and verify insulin delivery through the infusion set and tubing. Investigation of this case revealed an interruption of insulin delivery associated with a prior fill cannula alert, with successful restoration of therapy after completing fill cannula and fill tubing steps, consistent with insulin delivery interruption leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.